Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices. The manufacturer received information alleging- patient is experiencing headaches, dry cough, throat irritation, vomiting. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging- patient is experiencing headaches,dry cough,throat irritation,vomiting. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. Pil observed a dark dust-like contaminant on the inside of the iso port of the rear panel. An unknown dust contaminant was observed on the bottom enclosure. A dark unknown contaminant was present on the o-ring of the rear panel and on the outlet of the blower box. Evidence of liquid ingress was observed to the blower and blower box. Dark contaminant was present on the blower box. Pil was able to confirm the presence of degraded sound abatement foam residue in the blower box. Pil confirmed the presence of degraded sound abatement foam using a fitt. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation.